Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed pump error. Blood glucose level at the time of the incident was 179 mg/dl. Troubleshooting was performed. Customer stated that they were unable to rewind the pump. The customer was advised to discontinue the use of the device and to revert to the back-up plan. The customer was advised that the insulin pump would need to be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Insulin pump was received with pump error alarm noted in the pump history and critical pump error (open book image) alarm during testing due to moisture damage on the electronic assembly. Unable to perform the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image). Unit was received with cracked case at corner of the belt clip rails, cracked case along the side of the battery tube, minor scratched lcd window and cracked select button keypad overlay.